Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device had packaging contamination. After the product was opened the nurse in the room noticed a human hair on the inside of the outer peel pack. Since the inner pack was not compromised, they continued with the procedure. Neither the nurse nor scrub tech had long black hair so they were confident it did not come from other one of them.